Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 21st june 2018. Upon receipt, the device could not be powered on or boot into usb mode, therefore the memory logs could not be downloaded. The investigation revealed multiple components on the +18v and +3.3v lines had failed, including the +3.3v regulator u17, +5v regulator u15, event storage flash u24 and program flash chip u26. This would indicate these components had been subject to overvoltage. No fault was identified on the +18v line during power on that could have resulted in overvoltage onto the failed components. The issue could therefore have been due to external factors, e.g. The use of a power supply to power on the device, resulting in damage to multiple components on the pcba. However, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
There was no patient involved in this event. Device is now flashing red.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device is now flashing red.